Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging waking up gasping for breath, device turns off randomly, cord overheating, plastic pieces in tank, and a car accident caused by falling asleep while driving. Medical intervention was not specified. Correction: manufacturing reported this as a serious injury complaint. According to the clinical assessment, this is a nonserious injury complaint.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging waking up gasping for breath, device turns off randomly, cord overheating, plastic pieces in tank, and a car accident caused by falling asleep while driving. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.